Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that not able to turn on after generator test. Upon troubleshooting fse found that device would not boot up, checked incoming power and fuses/circuit breakers related to bootup sequence and found ups interface would not turn on. To resolve the issue, fse installed ups replacement kit and performed visual inspection. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.